Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 94 to 112 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 163 mg/dl and 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: a 126mg/dl (B)(6) 2015 07:32am. A 174mg/dl (B)(6) 2015 07:22am. A 116mg/dl (B)(6)2015 07:08am. A 109mg/dl (B)(6) 2015 07:07am. A 126mg/dl (B)(6) 2015 07:06am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 94 to 112 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 163 mg/dl and 174 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.